Event description:
A nurse reported that the black knob on the regulator valve was stuck therefore, preventing gas from being dispensed during a pars plana vitrectomy for retinal detachment in the left eye. The pt alternatively received an air bubble. Seventeen days later, the pt returned to surgery for gas injection for recurrent retinal detachment in the left eye. The pt continues to recover from secondary surgery.

Manufacturer narrative:
The product was returned for eval and the black knob showed white on the gripping surface, as if something rubbed the finish off. The knob could be turned by hand, as received, and the knob functioned properly. The regulator was put through final inspection and there was no flow. The batch record was reviewed and showed no unusual mfg issues. There were two similar reports for this lot. Neither complaint was confirmed. (B)(4).